Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The reported event of fluid ingress was confirmed via evaluation of the returned system controller. The submitted log file and downloaded log file contained approximately 18 days of data combined ((B)(6) 2021 per the timestamp). The log file captured a backup battery not installed alarm on (B)(6) 2021 from 10:17:22. The backup battery fault alarm cleared on (B)(6) 2021 at 10:41:15 as it appears that the backup battery was reconnected to the system controller. The driveline was disconnected on (B)(6) 2021 at approximately 10:44:54 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned system controller revealed a green fluid substance consistent with fluid ingress coming from the strain reliefs on the connector side of both power cables. The returned controller was disassembled to inspection the internal components and fluid ingress was observed to be coming from the power cables, where the cable enters the controller. No fluid ingress was observed on the internal components. The outer jacket was then removed from both system controller power cables, revealing that a green fluid substance was coating the protective layers and shielding. The protective layers and shield were removed, and fluid ingress was observed on the wires of both power cables. The observed fluid ingress did not affect the functionality of the controller during testing. The controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported backup battery fault alarm could not be conclusively determined through this analysis. The root cause of the reported fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2016 via customer order. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and auditory), including the no external power, backup battery fault, and low flow alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No additional information was received. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline damage that was taped is reported in MFR report #2916596-2021-05015. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-05114. It was reported that the patient had intermittent low flow alarms over the last several months that were presumed to be due to low volume. Fluids were encouraged. The patient also had a small area on their driveline that had previously been taped, but reported that the wires were visible. A review of the log files found intermittent low flow events that appeared to be patient related, and not vad related. There was no indication of driveline damage in the log files. The last event captured in the log files was a backup battery fault that occurred on (B)(6) 2021 at 1017. The patient came in for a routine clinic visit where it was discovered that the white power lead was cracked with green liquid coming out of it. There were no alarms present. A system controller exchange was performed. On (B)(6) 2021, the patient disconnected from batteries and hooked up to the mobile power unit (mpu). The device started alarming constantly, but resolved when they hooked up to batteries. The patient was then admitted to the hospital on (B)(6) 2021 and hooked up to a non-grounded patient cable. X-rays were done and did not show a definitive area of concern on the driveline. A review of the log files showed patient cable disconnects, followed by low flow alarms and pump off alarms. The alarms stopped while on the ungrounded patient cable. There was an area of concern approximately 4-5 inches from the controller on the external portion of the driveline that had rescue tape on it, but the patient reported that the wires were visible before the tape was applied. A review of the log files by technical services found low speed and pump stop alarms on (B)(6) 2021 between 21:14-21:31 while connected to the mpu. This appeared to be a short to shield concern. It was recommended that the ungrounded patient cable and batteries continue to be used. The vad team indicated that they would proceed with an external driveline repair, which was completed on (B)(6) 2021. Technical services opened the driveline approximately 4" from the exit site. No noticeable damage to shielding. The patient was switched over to a new driveline with no issues to the patient or the equipment. The patient was discharged home on (B)(6) 2021 and there were no further reports of alarms.